Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy. While suturing the vaginal cuff, the needle broke. It disengaged into the patient cavity. To retrieve the needle, a x-ray was performed the same day. No known impact or consequence to patient. Surgical time was extended 30 minutes or more due to the product problem.